Manufacturer narrative:
Additional information obtained from the hospital indicated the patient was admitted after presenting to the emergency room with symptoms of fevers, chills, nausea, vomiting and diarrhea. Admitting diagnosis: severe sepsis with shock and multiorgan failure of questionable source- most probably secondary to gastroenteritis and right foot ulcer. Hypoxic respiratory failure. Acute renal failure. The patient continued to deteriorate requiring intravenous fluids, resuscitation and vasopressor support. The patient was intubated due to respiratory failure. Blood cultures grew (B)(6). The patient had been treated as an outpatient for a right foot ulcer and had been receiving antibiotics. As the patient continued to deteriorate, the family decided to withdraw support and the patient passed away. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately five weeks after device system replaced. Additional information received indicated the cause of death was severe septic shock. The patient presented to the hospital with symptoms of weakness, nausea and shortness of breath three days in duration and subsequently died the following day. No cause of the sepsis was noted. The patient had a post procedure check two weeks after replacement and pocket, wound and device interrogation were normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.